Event description:
Reportedly, two days after the implantation of the pacemaker involved in this MDR report, the patient underwent external shocks in order to reduce a ventricular tachycardia (this was effective). After the shocks, the pacemaker showed high impedances and capture failure. The pacemaker was replaced and returned for analysis. A new pacemaker was implanted and the operation was completed.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.